Manufacturer narrative:
The perforator was not returned for evaluation (as per customer, product not available); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported an issue with a perforator (ID (B)(4)). The physician couldn't drill the bone as expected, and felt the perforator was too dull. He had difficulty perforating during the procedure, however the procedure was completed with the same device. No adverse consequences to the patient were observed. No information about surgical delay was available. The drill used with the perforator was a midas. As per customer, it is unknown if the perforator clicked in place on the drill. It is also unknown if the recommended spring tests were performed between each burr hole.